Event description:
It was reported that during post implant device interrogation, the atrial lead exhibited loss of sensing and capture. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.